Manufacturer narrative:
It was further reported that the minicap would not securely fit on the transfer set as it was loose. When attempting to clean the transfer set, the minicap would not stay on. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r the reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reported that 5 minicaps¿ were not tightening and would loosen on their own.¿ the patient also reported that "the pouch the minicaps came in were not inflated. They were flat as if the air escaped from the pouch." Subsequently, the patient developed peritonitis. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (ongoing) for the event. According to the reporter, the package was completely sealed, no dents, cracks, or tears were observed. Additionally, the patient reported that the cap was "half disconnected", and the "minicaps were very loose" and would "become loose again" after "tightening them up". The patient outcome and action taken with pd therapy were not reported was not reported. No additional information is available.

Manufacturer narrative:
Event date - the date of the event was reported as the week of april 7th-13th. Should additional relevant information become available, a supplemental report will be submitted.